Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving several inappropriate shocks due to lead noise. All electrical measurements were stable and in-range. The noise was reproducible with pocket manipulation and arm movement. The lead was capped and replaced on (B)(6) 2016. The patient was stable following the procedure and will continue to be monitored.